Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill began smoking. This event did not occur during a surgical procedure, so there was no pt involvement. Backup equipment was readily available so there was no delay to the scheduled procedure. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. When attempting to further evaluate the drill, it was discovered that the device could not be easily disassembled due to extensive corrosion. The presence of corrosion can lead to internal components seizing up, which may cause the device to smoke when operating.